Event description:
The stopcock rotator broke on the second injection. Flow-2ml, volume- 6ml, pressure limit- 850 psi. No report of harm or injury. The customer reported two defective devices but did not provide additional details or clinical info for the add'l event. Therefore, this single form FDA 3500a report will be filed.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval/ investigation. A f/u report will be submitted when the device eval is completed. Eval: conclusions: a f/u report will be submitted when the eval is completed.